Event description:
It was reported that the patient experienced a loss of therapeutic effect for the past couple of months. The patient's family had been advised that the "lead broke." The right lead was turned off and the left lead was left programmed. Despite the right lead being turned off, the patient felt some stimulation on that side recently while exercising on an exercise ball. Which lead was implanted on the right side was not indicated. It was noted that this was the third issue the patient had with the device. Patient was scheduled to meet with a surgeon in the week after the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer.